Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the touch screen was not responding. The fsr attempted to calibrate the touch screen but this did not resolve the issue. The fsr replaced the touch screen and calibrated it successfully. The fsr completed the user verification test (uvt) and operational verification procedure (ovp). The unit meets manufacturer specifications.

Event description:
The customer reported that the touch screen on the ventilator was freezing up. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The screen was unresponsive to touch and fluid ingress was observed on the display. After performed a touch screen calibration, the reported issue was resolved and the touch screen was responsive to input.